Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). The reported device is being returned by the distributor. Once the device's evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant lost osseointegration. The implant fell out of patient's mouth almost 3 months after it was implanted. The implant site had type 3 bone quality. Lesion had occured around the implant. The implant site was infected. The patient has the history of periodontal disease. The patient's symptoms have been relieved after the removal of the implant. The patient is healing. There was no abnormality with the implant. This is the 1st of 2 reported implants on the same patient. Please reference 3011649314-2018-00080 ((B)(4)) for 2nd complaint.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection was performed and found no deviations. Critical parameters were measured and found no deviations, no defects, nor non-conformities. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause cannot be determined, probable cause for loss of primary stability at the osteotomy site could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating the osteotomy bigger than the size of the implant diameter. Per the reported information the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii bone quality is a thin layer of cortical bone surrounding a core of dense trabecular bone. In addition, the patient had lesions and an infection at the implant site, with a history of periodontal disease. Therefore, it is possible that the patient's clinical factors and bone quality may have been a factor in the loss of osseointegration. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully with to avoid damage to implants or other components. Implants should be placed with sufficient stability." No abnormality with the implant was confirmed, this event will be tracked and trended.